Event description:
Blood leaking was observed after graft was implanted for repair of aaa. It was reported by the distributor that no preclotting step was performed by the physician. Note that product instructions for use indicate that graft preclotting is required prior to implantation to reduce blood leakage. Therefore, the device was not used according to the instructions for use.